Event description:
Bayer case number: (B)(4). They had found an essure implant deep in my uterus. [Embedded device], very painful and heavy periods [heavy periods] , onset of severe pain in my lower back / - dorsal pain in lower back [low back pain] , extreme pain in the right tube on the day of insertion [adnexa uteri pain] , chills [chills] , cold [cold], paralysis [paralysis], eczema on right elbow [hand eczema] , raynaud's phenomenon [raynaud's phenomenon] , two weeks before my period, I would have black blood loss [genital bleeding] , painful periods [painful periods] , breasts swollen from the (B)(6) day of the cycle; I was no longer able to wear a bra [breast swelling] , weight gain [weight gain] , before my periods, I would be overwhelmed by negative emotions [emotional dejection] severe fatigue / tiredness [fatigue extreme] , night waking / - sleep difficulties [nocturnal awakening] , I have cysts on my ovaries [ovarian cyst] , poor tolerance of essure implants [device intolerance] , intense joint pain [joint pain] , significant osteoarthritis / osteoarthritis of the back, knees, wrists, neck [osteoarthritis], I was sleeping poorly / sleep difficulties [poor sleep] , I felt sad [feeling sad], I stressed about everything [stress] , degenerative disc disease in l4-l5 [degenerative disc disease], arthrodesis operation [arthrodesis] , irritable bowe [irritable bowel], gastrointestinal pain [gastrointestinal pain] , persistent constipation [constipation] , bloating / abdominal fullness [bloating] , excessive flatulence [excessive flatulence], intense anxiety [anxiety] , muscle pain [muscle pain] , kidney pain [kidney pain] , neck pain [neck pain] , tendonitis in right wrist [tendonitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 24-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("they had found an essure implant deep in my uterus."), heavy menstrual bleeding ("very painful and heavy periods") and back pain ("onset of severe pain in my lower back / - dorsal pain in lower back") in a 40 year-old female patient who had essure inserted (lot no. C644467, c64471) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced adnexa uteri pain ("extreme pain in the right tube on the day of insertion"). On (B)(6) 2023 she experienced intervertebral disc degeneration ("degenerative disc disease in l4-l5") and underwent arthrodesis ("arthrodesis operation"). On unknown date she experienced embedded device (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), back pain (seriousness criterion disability), chills ("chills"), nasopharyngitis ("cold"), paralysis ("paralysis"), hand dermatitis ("eczema on right elbow"), raynaud's phenomenon ("raynaud's phenomenon"), genital haemorrhage ("two weeks before my period, I would have black blood loss"), dysmenorrhoea ("painful periods"), breast swelling ("breasts swollen from the (B)(6) day of the cycle, I was no longer able to wear a bra"), emotional dejection ("before my periods, I would be overwhelmed by negative emotions"), fatigue ("severe fatigue / tiredness"), middle insomnia ("night waking / - sleep difficulties"), ovarian cyst ("I have cysts on my ovaries"), device intolerance ("poor tolerance of essure implants"), arthralgia ("intense joint pain"), osteoarthritis ("significant osteoarthritis / osteoarthritis of the back, knees, wrists, neck"), poor quality sleep ("I was sleeping poorly / sleep difficulties"), feeling sad ("I felt sad"), stress ("I stressed about everything"), irritable bowel syndrome ("irritable bowe"), gastrointestinal pain ("gastrointestinal pain"), constipation ("persistent constipation"), abdominal distension ("bloating / abdominal fullness"), flatulence ("excessive flatulence"), anxiety ("intense anxiety"), myalgia ("muscle pain"), renal pain ("kidney pain"), neck pain ("neck pain") and tendonitis ("tendonitis in right wrist") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hystrectomy and laparoscopic salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2025. At the time of the report, the heavy menstrual bleeding, back pain, chills, raynaud's phenomenon, weight increased, fatigue, middle insomnia, arthralgia, osteoarthritis, poor quality sleep, feeling sad, intervertebral disc degeneration, anxiety, myalgia, renal pain, neck pain and tendonitis had not resolved. The outcomes for nasopharyngitis, paralysis, hand dermatitis, genital haemorrhage, dysmenorrhoea, breast swelling, depressed mood, ovarian cyst, device intolerance, stress, arthrodesis, irritable bowel syndrome, gastrointestinal pain, constipation, abdominal distension and flatulence were unknown. The reporter considered abdominal distension, adnexa uteri pain, anxiety, arthralgia, arthrodesis, back pain, breast swelling, chills, constipation, emotional dejection, feeling sad, device intolerance, dysmenorrhoea, embedded device, fatigue, flatulence, gastrointestinal pain, genital haemorrhage, hand dermatitis, heavy menstrual bleeding, intervertebral disc degeneration, irritable bowel syndrome, middle insomnia, myalgia, nasopharyngitis, neck pain, osteoarthritis, ovarian cyst, paralysis, poor quality sleep, raynaud's phenomenon, renal pain, stress, tendonitis and weight increased to be related to essure administration. The reporter commented: they were inserted on (B)(6) 2015 at hospital. Immediately after the insertion I felt intense pain on the right side, I could no longer kneel, I got stuck. I went back to see the gynecologist on (B)(6) 2015 to tell him; he performed a follow-up abdominal x-ray without contrast and told me that my symptoms had nothing to do with the insertion of the essure implants. I kept all of my x-rays and examinations. They are in my possession. I continued to suffer. Always on the right side, chills, cold, paralysis, eczema on right elbow, raynaud's phenomenon. Two weeks before my period, I would have black blood loss. Very painful and heavy periods. Breasts swollen from the 14th day of the cycle; I was no longer able to wear a bra. This is at the age of 40. Weight gain. Before my periods, I would be overwhelmed by negative emotions. Severe fatigue. I feel like I have two weights on each side. Night, waking I have cysts on my ovaries. Onset of severe pain in my lower back. I read a lot of things about essure implants, which didn't reassure me at all at the time. I read in 2017 that the implants would be taken off the market; that they recommended having them removed, that they were dangerous for people's health. I contacted a gynecologist. Who agreed to remove them and offered me a bilateral laparoscopic salpingectomy for poor tolerance of essure implants. This operation took place on (B)(6) 2017. After tubal ablation and essure removal, nothing changed, I still continued to suffer all the time. I had a total hysterectomy on (B)(6) 2025. The operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus. This was a real shock to me. Since 2017, I'd thought the essure implants had been removed, so we had ruled out the possibility that my symptoms could be related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. [Gynaecological examination] (date unknown): the operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus [magnetic resonance imaging] (date unknown): my uterus was found to be very bulky, retroverted, with adenomyosis, fibroids and myomas, and cysts on the ovaries. My periods were heavy and painful. My uterus was pressing on my bladder and small intestine. Perhaps this was the cause of my lower back pain. It was decided to remove I case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) they had found an essure implant deep in my uterus. [Embedded device] , very painful and heavy periods [heavy periods] , surgeon found a piece of implant in uterus [device breakage] , onset of severe pain in my lower back / - dorsal pain in lower back/ chronic lumbar pain irradiating to the buttocks [low back pain] , f essure implant perforating in one of the patient's fallopian tubes [fallopian tube perforation] , eczema on right elbow [hand eczema] , breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra [breast swelling] , weight gain [weight gain] , extreme pain in the right tube on the day of insertion [adnexa uteri pain], chills [chills] , cold [cold] , paralysis [paralysis] , raynaud's phenomenon [raynaud's phenomenon] , two weeks before my period, I would have black blood loss [genital bleeding] , painful periods [painful periods], before my periods, I would be overwhelmed by negative emotions [emotional dejection] , severe fatigue / tiredness [fatigue extreme] , night waking / - sleep difficulties [nocturnal awakening], I have cysts on my ovaries [ovarian cyst] , poor tolerance of essure implants [device intolerance] , intense joint pain [joint pain] , significant osteoarthritis / osteoarthritis of the knee & wrist [osteoarthritis] , I was sleeping poorly / sleep difficulties [poor sleep], I felt sad [feeling sad] , I stressed about everything [stress] , degenerative disc disease in l4-l5 [degenerative disc disease] , arthrodesis operation [arthrodesis] , irritable bowe [irritable bowel] , gastrointestinal pain [gastrointestinal pain] , persistent constipation [constipation] , bloating / abdominal fullness [bloating] , excessive flatulence [excessive flatulence] , intense anxiety [anxiety] , muscle pain [muscle pain] , kidney pain [kidney pain] , neck pain [neck pain] , tendonitis in right wrist [tendonitis], osteoarthritis of the back & neck [osteoarthritis spinal] , she felt an awful pain on left side [procedural pain] , feeling groggy [groggy] , groin pain [groin pain] , couldn't kneel down anymore [joint range of motion decreased] , eczema appeared on my elbow [hand eczema] , eyesight worse [vision decreased] , I felt depressed at the drop of hat [depression] , all mu teeth fell out [tooth loss] , panic [panic reaction] , anger [anger] , wrist pain [wrist pain] , pain in my knees [aching in knees] , thick uterus [endometrial hyperplasia] , hair loss [hair loss] , asthenia [asthenia] , sleep disorder [sleep disorder] , felt chilly [chilliness] , joint pain [joint pain] , discopathy [discopathy] , dyspareunia [dyspareunia] , adenomyosis [adenomyosis] , insertion to the right was more complicated with extreme pain in the right tube [adnexa uteri pain] , cruralgia [cruralgia] , chronic lumbar pain (sciatica) [sciatica] , paresthesias [paresthesia] , spotting [spotting vaginal] , knee sprain [knee sprain] , anemia [anemia] , myomas [myoma] , postcoital bleedings [post coital bleeding] , intestinal disorders [other disorders of intestine] , endometriosis [endometriosis] , abdominal disorders [abdominal disorder] , gases [gas] , polyps [polyps] , burning sensation during urination [burning micturition] , sick leave [sick leave] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 24-mar-2025. The most recent information was received on 10-feb-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of embedded device ("they had found an essure implant deep in my uterus."), heavy menstrual bleeding ("very painful and heavy periods"), device breakage ("surgeon found a piece of implant in uterus"), back pain ("onset of severe pain in my lower back / - dorsal pain in lower back/ chronic lumbar pain irradiating to the buttocks"), fallopian tube perforation ("f essure implant perforating in one of the patient's fallopian tubes"), several episodes of hand dermatitis ("eczema on right elbow" and "eczema appeared on my elbow"), breast swelling ("breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra"), weight increased ("weight gain"), depression ("I felt depressed at the drop of hat"), wrist pain ("wrist pain"), aching in knees ("pain in my knees") and endometrial hyperplasia ("thick uterus") in a 40 year-old female patient who had essure inserted (lot no. C64471, c644467) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of medically induced abortion in 2015, endometriosis in 2008 and smoker (10-15 cigarettes per day for 30 years and withdrawal since (B)(6) 2022)), sciatica, appendicectomy, parity 2 (aged 12 & 14 (2001 and 2003) with normal pregnanc) and endometriosis. Previously administered products included: luteran. Concomitant products included doliprane (paracetamol) and mirena (levonorgestrel). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced a first episode of adnexa uteri pain ("extreme pain in the right tube on the day of insertion"). In 2015 she experienced back pain (seriousness criteria hospitalisation and disability), a first episode of hand dermatitis (seriousness criterion hospitalisation), breast swelling (seriousness criterion hospitalisation), groin pain ("groin pain"), a second episode of hand dermatitis, tooth loss ("all mu teeth fell out"), wrist pain (seriousness criterion hospitalisation) and aching in knees (seriousness criterion hospitalisation) and was found to have weight increased (seriousness criterion hospitalisation). On (B)(6) 2023 she experienced intervertebral disc degeneration ("degenerative disc disease in l4-l5") and underwent arthrodesis ("arthrodesis operation"). Essure was removed on (B)(6) 2025. On unknown date she experienced embedded device (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), chills ("chills"), nasopharyngitis ("cold"), paralysis ("paralysis"), raynaud's phenomenon ("raynaud's phenomenon"), genital haemorrhage ("two weeks before my period, I would have black blood loss"), dysmenorrhoea ("painful periods"), emotional dejection ("before my periods, I would be overwhelmed by negative emotions"), fatigue ("severe fatigue / tiredness"), middle insomnia ("night waking / - sleep difficulties"), ovarian cyst ("I have cysts on my ovaries"), device intolerance ("poor tolerance of essure implants"), a first episode of joint pain ("intense joint pain"), osteoarthritis ("significant osteoarthritis / osteoarthritis of the knee & wrist"), poor quality sleep ("I was sleeping poorly / sleep difficulties"), feeling sad ("I felt sad"), stress ("I stressed about everything"), irritable bowel syndrome ("irritable bowe"), gastrointestinal pain ("gastrointestinal pain"), constipation ("persistent constipation"), abdominal distension ("bloating / abdominal fullness"), excessive flatulence ("excessive flatulence"), anxiety ("intense anxiety"), myalgia ("muscle pain"), renal pain ("kidney pain"), neck pain ("neck pain"), tendonitis ("tendonitis in right wrist"), spinal osteoarthritis ("osteoarthritis of the back & neck"), procedural pain ("she felt an awful pain on left side"), somnolence ("feeling groggy"), joint range of motion decreased ("couldn't kneel down anymore"), visual impairment ("eyesight worse"), depression (seriousness criterion hospitalisation), panic reaction ("panic "), anger ("anger"), endometrial hyperplasia (seriousness criterion hospitalisation), alopecia ("hair loss"), asthenia ("asthenia"), sleep disorder ("sleep disorder"), feeling cold ("felt chilly"), a second episode of joint pain ("joint pain"), intervertebral disc disorder ("discopathy"), dyspareunia ("dyspareunia"), adenomyosis ("adenomyosis"), a second episode of adnexa uteri pain ("insertion to the right was more complicated with extreme pain in the right tube"), cruralgia ("cruralgia"), sciatica ("chronic lumbar pain (sciatica)"), paraesthesia ("paresthesias"), vaginal haemorrhage ("spotting"), ligament sprain ("knee sprain"), anaemia ("anemia"), coital bleeding ("postcoital bleedings"), other disorders of intestine ("intestinal disorders"), endometriosis ("endometriosis"), abdominal disorder ("abdominal disorders"), gas ("gases"), polyp ("polyps"), dysuria ("burning sensation during urination") and sick leave ("sick leave") and was found to have leiomyoma ("myomas"). The patient was hospitalised from (B)(6) 2025. The patient was treated with acupan (nefopam hydrochloride) and trapeze (sitagliptin phosphate) as well as surgery (hystrectomy, laparoscopic salpingectomy on (B)(6) 2017 and hysterectomy). At the time of the report, the heavy menstrual bleeding, back pain, weight increased, chills, raynaud's phenomenon, fatigue, middle insomnia, osteoarthritis, poor quality sleep, feeling sad, intervertebral disc degeneration, anxiety, myalgia, renal pain, neck pain, tendonitis and spinal osteoarthritis had not resolved. The outcomes for device breakage, fallopian tube perforation, breast swelling, nasopharyngitis, paralysis, genital haemorrhage, dysmenorrhoea, depressed mood, ovarian cyst, device intolerance, stress, arthrodesis, irritable bowel syndrome, gastrointestinal pain, constipation, abdominal distension, excessive flatulence, procedural pain, somnolence, groin pain, joint range of motion decreased, visual impairment, depression, tooth loss, panic reaction, anger, wrist pain, aching in knees, endometrial hyperplasia, alopecia, asthenia, sleep disorder, feeling cold, intervertebral disc disorder, dyspareunia, adenomyosis, cruralgia, sciatica, paraesthesia, vaginal haemorrhage, ligament sprain, anaemia, leiomyoma, other disorders of intestine, endometriosis, abdominal disorder, gas, polyp, dysuria, sick leave, the last episode of hand dermatitis and the last episode of adnexa uteri pain were unknown. The reporter considered abdominal distension, adenomyosis, the first episode of adnexa uteri pain, the second episode of adnexa uteri pain, alopecia, anaemia, anger, anxiety, wrist pain, aching in knees, the first episode of joint pain, the second episode of joint pain, arthrodesis, asthenia, back pain, breast swelling, chills, coital bleeding, constipation, emotional dejection, feeling sad, depression, device breakage, device intolerance, dysmenorrhoea, dyspareunia, dysuria, embedded device, endometrial hyperplasia, endometriosis, fallopian tube perforation, fatigue, feeling cold, excessive flatulence, gas, other disorders of intestine, abdominal disorder, gastrointestinal pain, genital haemorrhage, groin pain, the first episode of hand dermatitis, the second episode of hand dermatitis, heavy menstrual bleeding, intervertebral disc degeneration, intervertebral disc disorder, irritable bowel syndrome, joint range of motion decreased, leiomyoma, ligament sprain, middle insomnia, myalgia, nasopharyngitis, neck pain, osteoarthritis, ovarian cyst, panic reaction, paraesthesia, paralysis, polyp, poor quality sleep, procedural pain, raynaud's phenomenon, renal pain, cruralgia, sciatica, sick leave, sleep disorder, somnolence, spinal osteoarthritis, stress, tendonitis, tooth loss, vaginal haemorrhage, visual impairment and weight increased to be related to essure administration. The reporter commented: they were inserted on (B)(6) 2015 at hospital. Immediately after the insertion I felt intense pain on the right side, I could no longer kneel, I got stuck. I went back to see the gynecologist on (B)(6) 2015 to tell him; he performed a follow-up abdominal x-ray without contrast and told me that my symptoms had nothing to do with the insertion of the essure implants. I kept all of my x-rays and examinations. They are in my possession. I continued to suffer. Always on the right side, chills, cold, paralysis, eczema on right elbow, raynaud's phenomenon. Two weeks before my period, I would have black blood loss. Very painful and heavy periods. Breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra. This is at the age of 40. Weight gain. Before my periods, I would be overwhelmed by negative emotions. Severe fatigue. I feel like I have two weights on each side. Night waking I have cysts on my ovaries. Onset of severe pain in my lower back. I read a lot of things about essure implants, which didn't reassure me at all at the time. I read in 2017 that the implants would be taken off the market; that they recommended having them removed, that they were dangerous for people's health. I contacted a gynecologist. Who agreed to remove them and offered me a bilateral laparoscopic salpingectomy for poor tolerance of essure implants. This operation took place on (B)(6) 2017. After tubal ablation and essure removal, nothing changed, I still continued to suffer all the time. I had a total hysterectomy on (B)(6) 2025. The operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus. This was a real shock to me. Since 2017, I'd thought the essure implants had been removed, so we had ruled out the possibility that my symptoms could be related to the essure implants. She presented with severe and extremely disabling symptoms after the implantation of essure which cannot be explained by any prior medical history. The patient requested a medical expertise. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. [Biopsy] on (B)(6) 2023: uterine cervix due to postcoital metrorrhagia, it was found normal malpighian epithelium. A curettage of endocervix was performed and found a surface malpighian epithelium where a low-grade malpighian intraepithelial lesion (cin 1 with koilocytosis) was located. [Blood cholesterol] (date unknown): 2.09 [computerised tomogram] on (B)(6) 2015: ue to chronic lumbar pain (sciatica): a left hemi-sacralization of s1 was shown [gynaecological examination] (date unknown): the operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus [heavy metal test] (date unknown): not available [magnetic resonance imaging] on (B)(6) 2021: posterolateral bone contusion focus of the tibia. Absence of detectable menisco-ligamentous lesions.; on (B)(6) 2022: it was shown a disc disease of the last three levels without observed radicular conflict, with posterior interapophyseal osteoarthritis. Benign tarlov cysts at s2 and s3; on (B)(6) 2022: it was found a rupture of the anterior cruciate ligament, a complex grade iii tear of the medial meniscus, a millimetric cortico-spongious fracture of the tibial plateau in its posterolateral portion, and a probable avulsion of the meniscofemoral bundle of the medial collateral ligament (o'donoghue triad complicated by a fracture).; on (B)(6) 2022: small cyst (11 mm of diameter) of the sacral edge of the right sacroiliac joint; (date unknown): my uterus was found to be very bulky, retroverted, with adenomyosis, fibroids and myomas, and cysts on the ovaries. My periods were heavy and painful. My uterus was pressing on my bladder and small intestine. Perhaps this was the cause of my lower back pain. It was decided to remove I [mammogram] on (B)(6) 2023: dense fibrous breasts with some bilateral dystrophic microcalcifications. Rare microcysts. The assessment remained benign. [Pathology test] on (B)(6) 2017: fallopian tubes showed an absence of anatomical pathology and both essure. [X-ray] on (B)(6) 2025: potential remaining essure search. Absence of opacity; (date unknown): satisfactory alignment of the implants; however, the imaging itself showed marked asymmetry. Batch number c64471 expiration date 2017-06-30 according to bayer qa, the batch/lot/serial number (B)(6) is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-feb-2026: medical record received. Events asthenia, sleep disorders, joint pain, felt chilly, discopathy, metrorrhagia adenomyosis & dyspareunia, curalgia, sciatica, paresthesia, spotting, knee sprain, anemia, myoma, postcoital bleeding, intestinal disorder, endometriosis, abdominal disorder, gases, polyps, dysuria, sick leave were added. Additional reporters, lab data & lot number added. Further company follow-up with the consumer is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) they had found an essure implant deep in my uterus. [Embedded device] , very painful and heavy periods [heavy periods] , surgeon found a piece of implant in uterus [device breakage] , onset of severe pain in my lower back / - dorsal pain in lower back [low back pain] , eczema on right elbow [hand eczema] , breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra [breast swelling] , weight gain [weight gain] , extreme pain in the right tube on the day of insertion [adnexa uteri pain] , chills [chills] , cold [cold] , paralysis [paralysis] , raynaud's phenomenon [raynaud's phenomenon] , two weeks before my period, I would have black blood loss [genital bleeding] , painful periods [painful periods], before my periods, I would be overwhelmed by negative emotions [emotional dejection] , severe fatigue / tiredness [fatigue extreme] , night waking / - sleep difficulties [nocturnal awakening], I have cysts on my ovaries [ovarian cyst] , poor tolerance of essure implants [device intolerance] , intense joint pain [joint pain], significant osteoarthritis / osteoarthritis of the knee & wrist [osteoarthritis] , I was sleeping poorly / sleep difficulties [poor sleep] , I felt sad [feeling sad] , I stressed about everything [stress], degenerative disc disease in l4-l5 [degenerative disc disease] , arthrodesis operation [arthrodesis] , irritable bowe [irritable bowel] , gastrointestinal pain [gastrointestinal pain] , persistent constipation [constipation] , bloating / abdominal fullness [bloating] , excessive flatulence [excessive flatulence] , intense anxiety [anxiety], muscle pain [muscle pain], kidney pain [kidney pain] , neck pain [neck pain], tendonitis in right wrist [tendonitis] , osteoarthritis of the back & neck [osteoarthritis spinal] , she felt an awful pain on left side [procedural pain], feeling groggy [groggy] , groin pain [groin pain] , couldn't kneel down anymore [joint range of motion decreased], eczema appeared on my elbow [hand eczema] , eyesight worse [vision decreased] , I felt depressed at the drop of hat [depression] , all mu teeth fell out [tooth loss] , panic [panic reaction] , anger [anger] , wrist pain [wrist pain], pain in my knees [aching in knees] , thick uterus [endometrial hyperplasia], hair loss [hair loss] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 24-mar-2025. The most recent information was received on 30-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of embedded device ("they had found an essure implant deep in my uterus."), heavy menstrual bleeding ("very painful and heavy periods"), device breakage ("surgeon found a piece of implant in uterus"), back pain ("onset of severe pain in my lower back / - dorsal pain in lower back"), several episodes of hand dermatitis ("eczema on right elbow" and "eczema appeared on my elbow"), breast swelling ("breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra"), weight increased ("weight gain"), depression ("I felt depressed at the drop of hat"), wrist pain ("wrist pain"), aching in knees ("pain in my knees") and endometrial hyperplasia ("thick uterus") in a 40 year-old female patient who had essure inserted (lot no. C644467, c64471) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (aged 12 & 14) and endometriosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced adnexa uteri pain ("extreme pain in the right tube on the day of insertion"). In 2015 she experienced back pain (seriousness criteria hospitalisation and disability), a first episode of hand dermatitis (seriousness criterion hospitalisation), breast swelling (seriousness criterion hospitalisation), groin pain ("groin pain"), a second episode of hand dermatitis, tooth loss ("all mu teeth fell out"), wrist pain (seriousness criterion hospitalisation) and aching in knees (seriousness criterion hospitalisation) and was found to have weight increased (seriousness criterion hospitalisation). On (B)(6) 2023 she experienced intervertebral disc degeneration ("degenerative disc disease in l4-l5") and underwent arthrodesis ("arthrodesis operation"). Essure was removed on (B)(6) 2025. On unknown date she experienced embedded device (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), chills ("chills"), nasopharyngitis ("cold"), paralysis ("paralysis"), raynaud's phenomenon ("raynaud's phenomenon"), genital haemorrhage ("two weeks before my period, I would have black blood loss"), dysmenorrhoea ("painful periods"), emotional dejection ("before my periods, I would be overwhelmed by negative emotions"), fatigue ("severe fatigue / tiredness"), middle insomnia ("night waking / - sleep difficulties"), ovarian cyst ("I have cysts on my ovaries"), device intolerance ("poor tolerance of essure implants"), joint pain ("intense joint pain"), osteoarthritis ("significant osteoarthritis / osteoarthritis of the knee & wrist"), poor quality sleep ("I was sleeping poorly / sleep difficulties"), feeling sad ("I felt sad"), stress ("I stressed about everything"), irritable bowel syndrome ("irritable bowe"), gastrointestinal pain ("gastrointestinal pain"), constipation ("persistent constipation"), abdominal distension ("bloating / abdominal fullness"), flatulence ("excessive flatulence"), anxiety ("intense anxiety"), myalgia ("muscle pain"), renal pain ("kidney pain"), neck pain ("neck pain"), tendonitis ("tendonitis in right wrist"), spinal osteoarthritis ("osteoarthritis of the back & neck"), procedural pain ("she felt an awful pain on left side"), somnolence ("feeling groggy"), joint range of motion decreased ("couldn't kneel down anymore"), visual impairment ("eyesight worse"), depression (seriousness criterion hospitalisation), panic reaction ("panic "), anger ("anger"), endometrial hyperplasia (seriousness criterion hospitalisation) and alopecia ("hair loss"). The patient was treated with surgery (hystrectomy, laparoscopic salpingectomy on (B)(6) 2017 and hysterectomy). At the time of the report, the heavy menstrual bleeding, back pain, chills, raynaud's phenomenon, weight increased, fatigue, middle insomnia, joint pain, osteoarthritis, poor quality sleep, feeling sad, intervertebral disc degeneration, anxiety, myalgia, renal pain, neck pain, tendonitis and spinal osteoarthritis had not resolved. The outcomes for device breakage, nasopharyngitis, paralysis, genital haemorrhage, dysmenorrhoea, breast swelling, depressed mood, ovarian cyst, device intolerance, stress, arthrodesis, irritable bowel syndrome, gastrointestinal pain, constipation, abdominal distension, flatulence, procedural pain, somnolence, groin pain, joint range of motion decreased, visual impairment, depression, tooth loss, panic reaction, anger, wrist pain, aching in knees, endometrial hyperplasia, alopecia and the last episode of hand dermatitis were unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anger, anxiety, wrist pain, aching in knees, joint pain, arthrodesis, back pain, breast swelling, chills, constipation, emotional dejection, feeling sad, depression, device breakage, device intolerance, dysmenorrhoea, embedded device, endometrial hyperplasia, fatigue, flatulence, gastrointestinal pain, genital haemorrhage, groin pain, the first episode of hand dermatitis, the second episode of hand dermatitis, heavy menstrual bleeding, intervertebral disc degeneration, irritable bowel syndrome, joint range of motion decreased, middle insomnia, myalgia, nasopharyngitis, neck pain, osteoarthritis, ovarian cyst, panic reaction, paralysis, poor quality sleep, procedural pain, raynaud's phenomenon, renal pain, somnolence, spinal osteoarthritis, stress, tendonitis, tooth loss, visual impairment and weight increased to be related to essure administration. The reporter commented: they were inserted on (B)(6) 2015 at hospital. Immediately after the insertion I felt intense pain on the right side, I could no longer kneel, I got stuck. I went back to see the gynecologist on (B)(6) 2015 to tell him; he performed a follow-up abdominal x-ray without contrast and told me that my symptoms had nothing to do with the insertion of the essure implants. I kept all of my x-rays and examinations. They are in my possession. I continued to suffer. Always on the right side, chills, cold, paralysis, eczema on right elbow, raynaud's phenomenon. Two weeks before my period, I would have black blood loss. Very painful and heavy periods. Breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra. This is at the age of 40. Weight gain. Before my periods, I would be overwhelmed by negative emotions. Severe fatigue. I feel like I have two weights on each side. Night waking I have cysts on my ovaries. Onset of severe pain in my lower back. I read a lot of things about essure implants, which didn't reassure me at all at the time. I read in 2017 that the implants would be taken off the market; that they recommended having them removed, that they were dangerous for people's health. I contacted a gynecologist. Who agreed to remove them and offered me a bilateral laparoscopic salpingectomy for poor tolerance of essure implants. This operation took place on (B)(6) 2017. After tubal ablation and essure removal, nothing changed, I still continued to suffer all the time. I had a total hysterectomy on (B)(6) 2025. The operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus. This was a real shock to me. Since 2017, I'd thought the essure implants had been removed, so we had ruled out the possibility that my symptoms could be related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. [Gynaecological examination] (date unknown): the operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus [heavy metal test] (date unknown): not available. [Magnetic resonance imaging] (date unknown): my uterus was found to be very bulky, retroverted, with adenomyosis, fibroids and myomas, and cysts on the ovaries. My periods were heavy and painful. My uterus was pressing on my bladder and small intestine. Perhaps this was the cause of my lower back pain. It was decided to remove I. Batch number c64471 expiration date 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-may-2025: new events procedural pain, feeling groggy, groin pain, couldn¿t kneel down anymore, hand eczema, eyesight worse, felt depression, tooth loss, panic, anger, wrist pain, knee pain, thick uterus, device breakage & hair loss added. Additional reporter lawyer added. Reporter forbid contact marked as yes. 02-jun-2025: event onset date added as 2015 for events groin pain, weight gain, hand eczema, eyesight worse, felt depression, tooth loss, breast swelling, wrist pain, knee pain, back pain, hair loss seriousness criteria hospitalization added for the same. Additional reporter added. Further company follow-up with the consumer is not possible. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). They had found an essure implant deep in my uterus. [Embedded device], very painful and heavy periods [heavy periods] , onset of severe pain in my lower back / - dorsal pain in lower back [low back pain] , extreme pain in the right tube on the day of insertion [adnexa uteri pain], chills [chills] , cold [cold] , paralysis [paralysis], eczema on right elbow [hand eczema] , raynaud's phenomenon [raynaud's phenomenon] , two weeks before my period, I would have black blood loss [genital bleeding] , painful periods [painful periods], breasts swollen from the 14th day of the cycle; I was no longer able to wear a bra [breast swelling], weight gain [weight gain] , before my periods, I would be overwhelmed by negative emotions [emotional dejection] , severe fatigue / tiredness [fatigue extreme] , night waking / - sleep difficulties [nocturnal awakening], I have cysts on my ovaries [ovarian cyst] , poor tolerance of essure implants [device intolerance] , intense joint pain [joint pain] , significant osteoarthritis / osteoarthritis of the back, knees, wrists, neck [osteoarthritis] , I was sleeping poorly / sleep difficulties [poor sleep] , I felt sad [feeling sad], I stressed about everything [stress] , degenerative disc disease in l4-l5 [degenerative disc disease], arthrodesis operation [arthrodesis] , irritable bowe [irritable bowel] , gastrointestinal pain [gastrointestinal pain], persistent constipation [constipation] , bloating / abdominal fullness [bloating] excessive flatulence [excessive flatulence], intense anxiety [anxiety] , muscle pain [muscle pain] , kidney pain [kidney pain] , neck pain [neck pain] , tendonitis in right wrist [tendonitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 24-mar-2025. The most recent information was received on 02-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("they had found an essure implant deep in my uterus."), heavy menstrual bleeding ("very painful and heavy periods") and back pain ("onset of severe pain in my lower back / - dorsal pain in lower back") in a 40 year-old female patient who had essure inserted (lot no. C64471) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced adnexa uteri pain ("extreme pain in the right tube on the day of insertion"). On (B)(6) 2023 she experienced intervertebral disc degeneration ("degenerative disc disease in l4-l5") and underwent arthrodesis ("arthrodesis operation"). Essure was removed on (B)(6) 2025. On unknown date she experienced embedded device (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), back pain (seriousness criterion disability), chills ("chills"), nasopharyngitis ("cold"), paralysis ("paralysis"), hand dermatitis ("eczema on right elbow"), raynaud's phenomenon ("raynaud's phenomenon"), genital haemorrhage ("two weeks before my period, I would have black blood loss"), dysmenorrhoea ("painful periods"), breast swelling ("breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra"), emotional dejection ("before my periods, I would be overwhelmed by negative emotions"), fatigue ("severe fatigue / tiredness"), middle insomnia ("night waking / - sleep difficulties"), ovarian cyst ("I have cysts on my ovaries"), device intolerance ("poor tolerance of essure implants"), arthralgia ("intense joint pain"), osteoarthritis ("significant osteoarthritis / osteoarthritis of the back, knees, wrists, neck"), poor quality sleep ("I was sleeping poorly / sleep difficulties"), feeling sad ("I felt sad"), stress ("I stressed about everything"), irritable bowel syndrome ("irritable bowe"), gastrointestinal pain ("gastrointestinal pain"), constipation ("persistent constipation"), abdominal distension ("bloating / abdominal fullness"), flatulence ("excessive flatulence"), anxiety ("intense anxiety"), myalgia ("muscle pain"), renal pain ("kidney pain"), neck pain ("neck pain") and tendonitis ("tendonitis in right wrist") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hystrectomy and laparoscopic salpingectomy on (B)(6) 2017). At the time of the report, the heavy menstrual bleeding, back pain, chills, raynaud's phenomenon, weight increased, fatigue, middle insomnia, arthralgia, osteoarthritis, poor quality sleep, feeling sad, intervertebral disc degeneration, anxiety, myalgia, renal pain, neck pain and tendonitis had not resolved. The outcomes for nasopharyngitis, paralysis, hand dermatitis, genital haemorrhage, dysmenorrhoea, breast swelling, depressed mood, ovarian cyst, device intolerance, stress, arthrodesis, irritable bowel syndrome, gastrointestinal pain, constipation, abdominal distension and flatulence were unknown. The reporter considered abdominal distension, adnexa uteri pain, anxiety, arthralgia, arthrodesis, back pain, breast swelling, chills, constipation, emotional dejection, feeling sad, device intolerance, dysmenorrhoea, embedded device, fatigue, flatulence, gastrointestinal pain, genital haemorrhage, hand dermatitis, heavy menstrual bleeding, intervertebral disc degeneration, irritable bowel syndrome, middle insomnia, myalgia, nasopharyngitis, neck pain, osteoarthritis, ovarian cyst, paralysis, poor quality sleep, raynaud's phenomenon, renal pain, stress, tendonitis and weight increased to be related to essure administration. The reporter commented: they were inserted on (B)(6) 2015 at hospital. Immediately after the insertion I felt intense pain on the right side, I could no longer kneel, I got stuck. I went back to see the gynecologist on (B)(6) 2015 to tell him; he performed a follow-up abdominal x-ray without contrast and told me that my symptoms had nothing to do with the insertion of the essure implants. I kept all of my x-rays and examinations. They are in my possession. I continued to suffer. Always on the right side, chills, cold, paralysis, eczema on right elbow, raynaud's phenomenon. Two weeks before my period, I would have black blood loss. Very painful and heavy periods. Breasts swollen from the 14th day of the cycle; I was no longer able to wear a bra. This is at the age of 40. Weight gain. Before my periods, I would be overwhelmed by negative emotions. Severe fatigue. I feel like I have two weights on each side. Night, waking I have cysts on my ovaries. Onset of severe pain in my lower back. I read a lot of things about essure implants, which didn't reassure me at all at the time. I read in 2017 that the implants would be taken off the market; that they recommended having them removed, that they were dangerous for people's health. I contacted a gynecologist. Who agreed to remove them and offered me a bilateral laparoscopic salpingectomy for poor tolerance of essure implants. This operation took place on (B)(6) 2017. After tubal ablation and essure removal, nothing changed, I still continued to suffer all the time. I had a total hysterectomy on (B)(6) 2025. The operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus. This was a real shock to me. Since 2017, I'd thought the essure implants had been removed, so we had ruled out the possibility that my symptoms could be related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. [Gynaecological examination] (date unknown): the operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus [magnetic resonance imaging] (date unknown): my uterus was found to be very bulky, retroverted, with adenomyosis, fibroids and myomas, and cysts on the ovaries. My periods were heavy and painful. My uterus was pressing on my bladder and small intestine. Perhaps this was the cause of my lower back pain. It was decided to remove I. Batch number c64471 expiration date 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-apr-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). They had found an essure implant deep in my uterus. [Embedded device] very painful and heavy periods [heavy periods] onset of severe pain in my lower back / - dorsal pain in lower back [low back pain] extreme pain in the right tube on the day of insertion [adnexa uteri pain] chills [chills] cold [cold] paralysis [paralysis] eczema on right elbow [hand eczema] raynaud's phenomenon [raynaud's phenomenon] two weeks before my period, I would have black blood loss [genital bleeding] painful periods [painful periods] breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra [breast swelling] weight gain [weight gain] before my periods, I would be overwhelmed by negative emotions [emotional dejection] severe fatigue / tiredness [fatigue extreme] night waking / - sleep difficulties [nocturnal awakening] I have cysts on my ovaries [ovarian cyst] poor tolerance of essure implants [device intolerance] intense joint pain [joint pain] significant osteoarthritis / osteoarthritis of the knee & wrist [osteoarthritis] I was sleeping poorly / sleep difficulties [poor sleep] I felt sad [feeling sad] I stressed about everything [stress] degenerative disc disease in l4-l5 [degenerative disc disease] arthrodesis operation [arthrodesis] irritable bowe [irritable bowel] gastrointestinal pain [gastrointestinal pain] persistent constipation [constipation] bloating / abdominal fullness [bloating] excessive flatulence [excessive flatulence] intense anxiety [anxiety] muscle pain [muscle pain] kidney pain [kidney pain] neck pain [neck pain] tendonitis in right wrist [tendonitis] osteoarthritis of the back & neck [osteoarthritis spinal] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 24-mar-2025. The most recent information was received on 02-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("they had found an essure implant deep in my uterus."), heavy menstrual bleeding ("very painful and heavy periods") and back pain ("onset of severe pain in my lower back / - dorsal pain in lower back") in a 40 year-old female patient who had essure inserted (lot no. C644467, c64471) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced adnexa uteri pain ("extreme pain in the right tube on the day of insertion"). On (B)(6) 2023 she experienced intervertebral disc degeneration ("degenerative disc disease in l4-l5") and underwent arthrodesis ("arthrodesis operation"). Essure was removed on (B)(6) 2025. On unknown date she experienced embedded device (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), back pain (seriousness criterion disability), chills ("chills"), nasopharyngitis ("cold"), paralysis ("paralysis"), hand dermatitis ("eczema on right elbow"), raynaud's phenomenon ("raynaud's phenomenon"), genital haemorrhage ("two weeks before my period, I would have black blood loss"), dysmenorrhoea ("painful periods"), breast swelling ("breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra"), emotional dejection ("before my periods, I would be overwhelmed by negative emotions"), fatigue ("severe fatigue / tiredness"), middle insomnia ("night waking / - sleep difficulties"), ovarian cyst ("I have cysts on my ovaries"), device intolerance ("poor tolerance of essure implants"), arthralgia ("intense joint pain"), osteoarthritis ("significant osteoarthritis / osteoarthritis of the knee & wrist"), poor quality sleep ("I was sleeping poorly / sleep difficulties"), feeling sad ("I felt sad"), stress ("I stressed about everything"), irritable bowel syndrome ("irritable bowe"), gastrointestinal pain ("gastrointestinal pain"), constipation ("persistent constipation"), abdominal distension ("bloating / abdominal fullness"), flatulence ("excessive flatulence"), anxiety ("intense anxiety"), myalgia ("muscle pain"), renal pain ("kidney pain"), neck pain ("neck pain"), tendonitis ("tendonitis in right wrist") and spinal osteoarthritis ("osteoarthritis of the back & neck") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and laparoscopic salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2025. At the time of the report, the heavy menstrual bleeding, back pain, chills, raynaud's phenomenon, weight increased, fatigue, middle insomnia, arthralgia, osteoarthritis, poor quality sleep, feeling sad, intervertebral disc degeneration, anxiety, myalgia, renal pain, neck pain, tendonitis and spinal osteoarthritis had not resolved. The outcomes for nasopharyngitis, paralysis, hand dermatitis, genital haemorrhage, dysmenorrhoea, breast swelling, depressed mood, ovarian cyst, device intolerance, stress, arthrodesis, irritable bowel syndrome, gastrointestinal pain, constipation, abdominal distension and flatulence were unknown. The reporter considered abdominal distension, adnexa uteri pain, anxiety, arthralgia, arthrodesis, back pain, breast swelling, chills, constipation, emotional dejection, feeling sad, device intolerance, dysmenorrhoea, embedded device, fatigue, flatulence, gastrointestinal pain, genital haemorrhage, hand dermatitis, heavy menstrual bleeding, intervertebral disc degeneration, irritable bowel syndrome, middle insomnia, myalgia, nasopharyngitis, neck pain, osteoarthritis, ovarian cyst, paralysis, poor quality sleep, raynaud's phenomenon, renal pain, spinal osteoarthritis, stress, tendonitis and weight increased to be related to essure administration. The reporter commented: they were inserted on (B)(6) 2015 at hospital. Immediately after the insertion I felt intense pain on the right side, I could no longer kneel, I got stuck. I went back to see the gynecologist on (B)(6) 2015 to tell him; he performed a follow-up abdominal x-ray without contrast and told me that my symptoms had nothing to do with the insertion of the essure implants. I kept all of my x-rays and examinations. They are in my possession. I continued to suffer. Always on the right side, chills, cold, paralysis, eczema on right elbow, raynaud's phenomenon. Two weeks before my period, I would have black blood loss. Very painful and heavy periods. Breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra. This is at the age of 40. Weight gain. Before my periods, I would be overwhelmed by negative emotions. Severe fatigue. I feel like I have two weights on each side. Night waking I have cysts on my ovaries. Onset of severe pain in my lower back. I read a lot of things about essure implants, which didn't reassure me at all at the time. I read in 2017 that the implants would be taken off the market; that they recommended having them removed, that they were dangerous for people's health. I contacted a gynecologist. Who agreed to remove them and offered me a bilateral laparoscopic salpingectomy for poor tolerance of essure implants. This operation took place on (B)(6) 2017. After tubal ablation and essure removal, nothing changed, I still continued to suffer all the time. I had a total hysterectomy on (B)(6) 2025. The operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus. This was a real shock to me. Since 2017, I'd thought the essure implants had been removed, so we had ruled out the possibility that my symptoms could be related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. [Gynaecological examination] (date unknown): the operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus [magnetic resonance imaging] (date unknown): my uterus was found to be very bulky, retroverted, with adenomyosis, fibroids and myomas, and cysts on the ovaries. My periods were heavy and painful. My uterus was pressing on my bladder and small intestine. Perhaps this was the cause of my lower back pain. It was decided to remove I batch number c64471 expiration date 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal verification event coding splitting performed into osteoarthritis of back, neck & osteoarthritis of knees & wrist. No new follow-up information was received from the reporter. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) they had found an essure implant deep in my uterus. [Embedded device] , very painful and heavy periods [heavy periods] , surgeon found a piece of implant in uterus [device breakage], onset of severe pain in my lower back / - dorsal pain in lower back [low back pain] , eczema on right elbow [hand eczema] , breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra [breast swelling] , weight gain [weight gain] , extreme pain in the right tube on the day of insertion [adnexa uteri pain] , chills [chills] , cold [cold] , paralysis [paralysis] , raynaud's phenomenon [raynaud's phenomenon] , two weeks before my period, I would have black blood loss [genital bleeding] , painful periods [painful periods] , before my periods, I would be overwhelmed by negative emotions [emotional dejection] , severe fatigue / tiredness [fatigue extreme] , night waking / - sleep difficulties [nocturnal awakening] , I have cysts on my ovaries [ovarian cyst], poor tolerance of essure implants [device intolerance] , intense joint pain [joint pain] , significant osteoarthritis / osteoarthritis of the knee & wrist [osteoarthritis] , I was sleeping poorly / sleep difficulties [poor sleep] , I felt sad [feeling sad] , I stressed about everything [stress] , degenerative disc disease in l4-l5 [degenerative disc disease] , arthrodesis operation [arthrodesis] , irritable bowe [irritable bowel] , gastrointestinal pain [gastrointestinal pain] , persistent constipation [constipation] , bloating / abdominal fullness [bloating] , excessive flatulence [excessive flatulence] , intense anxiety [anxiety] , muscle pain [muscle pain] , kidney pain [kidney pain] , neck pain [neck pain] , tendonitis in right wrist [tendonitis], osteoarthritis of the back & neck [osteoarthritis spinal] , she felt an awful pain on left side [procedural pain] , feeling groggy [groggy] , groin pain [groin pain] , couldn't kneel down anymore [joint range of motion decreased], eczema appeared on my elbow [hand eczema] , eyesight worse [vision decreased] , I felt depressed at the drop of hat [depression] , all mu teeth fell out [tooth loss] , panic [panic reaction] , anger [anger] , wrist pain [wrist pain] , pain in my knees [aching in knees] , thick uterus [endometrial hyperplasia] , hair loss [hair loss] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 24-mar-2025. The most recent information was received on 10-jun-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of embedded device ("they had found an essure implant deep in my uterus."), heavy menstrual bleeding ("very painful and heavy periods"), device breakage ("surgeon found a piece of implant in uterus"), back pain ("onset of severe pain in my lower back / - dorsal pain in lower back"), several episodes of hand dermatitis ("eczema on right elbow" and "eczema appeared on my elbow"), breast swelling ("breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra"), weight increased ("weight gain"), depression ("I felt depressed at the drop of hat"), wrist pain ("wrist pain"), aching in knees ("pain in my knees") and endometrial hyperplasia ("thick uterus") in a 40 year-old female patient who had essure inserted (lot no. C64471) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (aged 12 & 14) and endometriosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced adnexa uteri pain ("extreme pain in the right tube on the day of insertion"). In 2015 she experienced back pain (seriousness criteria hospitalisation and disability), a first episode of hand dermatitis (seriousness criterion hospitalisation), breast swelling (seriousness criterion hospitalisation), groin pain ("groin pain"), a second episode of hand dermatitis, tooth loss ("all mu teeth fell out"), wrist pain (seriousness criterion hospitalisation) and aching in knees (seriousness criterion hospitalisation) and was found to have weight increased (seriousness criterion hospitalisation). On (B)(6) 2023 she experienced intervertebral disc degeneration ("degenerative disc disease in l4-l5") and underwent arthrodesis ("arthrodesis operation"). Essure was removed on (B)(6) 2025. On unknown date she experienced embedded device (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), chills ("chills"), nasopharyngitis ("cold"), paralysis ("paralysis"), raynaud's phenomenon ("raynaud's phenomenon"), genital haemorrhage ("two weeks before my period, I would have black blood loss"), dysmenorrhoea ("painful periods"), emotional dejection ("before my periods, I would be overwhelmed by negative emotions"), fatigue ("severe fatigue / tiredness"), middle insomnia ("night waking / - sleep difficulties"), ovarian cyst ("I have cysts on my ovaries"), device intolerance ("poor tolerance of essure implants"), joint pain ("intense joint pain"), osteoarthritis ("significant osteoarthritis / osteoarthritis of the knee & wrist"), poor quality sleep ("I was sleeping poorly / sleep difficulties"), feeling sad ("I felt sad"), stress ("I stressed about everything"), irritable bowel syndrome ("irritable bowe"), gastrointestinal pain ("gastrointestinal pain"), constipation ("persistent constipation"), abdominal distension ("bloating / abdominal fullness"), flatulence ("excessive flatulence"), anxiety ("intense anxiety"), myalgia ("muscle pain"), renal pain ("kidney pain"), neck pain ("neck pain"), tendonitis ("tendonitis in right wrist"), spinal osteoarthritis ("osteoarthritis of the back & neck"), procedural pain ("she felt an awful pain on left side"), somnolence ("feeling groggy"), joint range of motion decreased ("couldn't kneel down anymore"), visual impairment ("eyesight worse"), depression (seriousness criterion hospitalisation), panic reaction ("panic "), anger ("anger"), endometrial hyperplasia (seriousness criterion hospitalisation) and alopecia ("hair loss"). The patient was treated with surgery (hystrectomy, laparoscopic salpingectomy on (B)(6) 2017 and hysterectomy). At the time of the report, the heavy menstrual bleeding, back pain, weight increased, chills, raynaud's phenomenon, fatigue, middle insomnia, joint pain, osteoarthritis, poor quality sleep, feeling sad, intervertebral disc degeneration, anxiety, myalgia, renal pain, neck pain, tendonitis and spinal osteoarthritis had not resolved. The outcomes for device breakage, breast swelling, nasopharyngitis, paralysis, genital haemorrhage, dysmenorrhoea, depressed mood, ovarian cyst, device intolerance, stress, arthrodesis, irritable bowel syndrome, gastrointestinal pain, constipation, abdominal distension, flatulence, procedural pain, somnolence, groin pain, joint range of motion decreased, visual impairment, depression, tooth loss, panic reaction, anger, wrist pain, aching in knees, endometrial hyperplasia, alopecia and the last episode of hand dermatitis were unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anger, anxiety, wrist pain, aching in knees, joint pain, arthrodesis, back pain, breast swelling, chills, constipation, emotional dejection, feeling sad, depression, device breakage, device intolerance, dysmenorrhoea, embedded device, endometrial hyperplasia, fatigue, flatulence, gastrointestinal pain, genital haemorrhage, groin pain, the first episode of hand dermatitis, the second episode of hand dermatitis, heavy menstrual bleeding, intervertebral disc degeneration, irritable bowel syndrome, joint range of motion decreased, middle insomnia, myalgia, nasopharyngitis, neck pain, osteoarthritis, ovarian cyst, panic reaction, paralysis, poor quality sleep, procedural pain, raynaud's phenomenon, renal pain, somnolence, spinal osteoarthritis, stress, tendonitis, tooth loss, visual impairment and weight increased to be related to essure administration. The reporter commented: they were inserted on (B)(6) 2015 at hospital. Immediately after the insertion I felt intense pain on the right side, I could no longer kneel, I got stuck. I went back to see the gynecologist on (B)(6) 2015 to tell him; he performed a follow-up abdominal x-ray without contrast and told me that my symptoms had nothing to do with the insertion of the essure implants. I kept all of my x-rays and examinations. They are in my possession. I continued to suffer. Always on the right side, chills, cold, paralysis, eczema on right elbow, raynaud's phenomenon. Two weeks before my period, I would have black blood loss. Very painful and heavy periods. Breasts swollen from the 14th day of the cycle, I was no longer able to wear a bra. This is at the age of 40. Weight gain. Before my periods, I would be overwhelmed by negative emotions. Severe fatigue. I feel like I have two weights on each side. Night waking I have cysts on my ovaries. Onset of severe pain in my lower back. I read a lot of things about essure implants, which didn't reassure me at all at the time. I read in 2017 that the implants would be taken off the market; that they recommended having them removed, that they were dangerous for people's health. I contacted a gynecologist. Who agreed to remove them and offered me a bilateral laparoscopic salpingectomy for poor tolerance of essure implants. This operation took place on (B)(6) 2017. After tubal ablation and essure removal, nothing changed, I still continued to suffer all the time. I had a total hysterectomy on (B)(6) 2025. The operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus. This was a real shock to me. Since 2017, I'd thought the essure implants had been removed, so we had ruled out the possibility that my symptoms could be related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. [Gynaecological examination] (date unknown): the operation went well, but the surgeon came to see me when I woke up and showed me a photo; they had found an essure implant deep in my uterus [heavy metal test] (date unknown): not available [magnetic resonance imaging] (date unknown): my uterus was found to be very bulky, retroverted, with adenomyosis, fibroids and myomas, and cysts on the ovaries. My periods were heavy and painful. My uterus was pressing on my bladder and small intestine. Perhaps this was the cause of my lower back pain. It was decided to remove I. Batch number c64471 expiration date 2017-06-30 according to bayer qa, the batch/lot/serial number (B)(6) is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jun-2025: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.